Event description:
The user observed a crack in the housing of the blood parameter probe. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.